Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that his monitor screen is blank and that one of his batteries will not hold a charge. The patient received a replacement monitor, electrode belt, battery packs, and battery charger.

Manufacturer narrative:
Monitor (B)(4). Charger (B)(4): (B)(6) 2010. Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (monitor is resetting) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. Device evaluation of charger/modem (B)(4) is currently underway. The reported problem (charger not charging) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor or charger. The patient received replacement equipment.